Event description:
A user facility clinical manager (cm) reported that a combi set blood leak occurred at the start of a patient¿s hemodialysis (hd) treatment. As soon as the blood pump started, the operator noticed a small amount of blood dripping from the arterial line where the heparin line connects. The cm confirmed there were no visible defects at the leak location. Furthermore, no disconnection or separation was noted. No machine alarms occurred, and there were no reported changes in pressure that could have contributed to the event. Once the leak was observed, the blood pump was stopped and the patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was 1 to 2 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a combi set blood leak occurred at the start of a patient¿s hemodialysis (hd) treatment. As soon as the blood pump started, the operator noticed a small amount of blood dripping from the arterial line where the heparin line connects. The cm confirmed there were no visible defects at the leak location. Furthermore, no disconnection or separation was noted. No machine alarms occurred, and there were no reported changes in pressure that could have contributed to the event. Once the leak was observed, the blood pump was stopped and the patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was 1 to 2 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.